Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead helix tip was damaged and could not be screwed out. The lead was removed and replaced. No patient complications have been reported as a result of this event.